Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 350 mg/dl. Customer reverted to manual insulin injection for continued insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.